Event description:
The customer's family member found pt delirious. Pt's blood glucose was checked with a result of 73mg/dl. Paramedics were called and they tested and received a result of 30mg/dl. The customer was given an IV, they also ate peanut butter and crackers. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.